Event description:
It was reported that an unspecified alarm occurred indicating that insulin delivery had stopped and customer stated pump needed to be restarted in order to resolve the issue. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and therefore no additional information was obtained.